Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm and a failed battery alarm. Customer stated the insulin pump shut off after the motor error alarm occurred. Customer's blood glucose was 274 mg/dl. Troubleshooting was not completed for the alarms due to the insulin pump having low battery. The insulin pump will not be returned for analysis.